Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: the received pictures were reviewed and it can be confirmed that the distal end of the suction tube is broken off. The device was not returned and therefore no investigation is possible. It can only be assumed that the same mechanical overload, which caused the breakage of the reamer head did also lead to the damage of the suction tube. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. A device history record (DHR) review was conducted: part # 03.404.000s, synthes lot # 55p6982, supplier lot # 55p6982, release to warehouse date: 26 may 2020 . Expiration date: 01 may 2021, supplier: (B)(4). Nr was generated for damaged tamper evident labels. This nonconformance is relevant to the complaint condition since the damaged labels were removed and new tamper evident labels were applied. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hrx. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, a ria ii reaming head and drive shaft failed. Trochanteric entry was made (just lateral to tip of gt) with the 12mm head. Normal progress made unit about 25mm above planned stoppage when progress stopped, and imaging revealed the broken ria ii head assembly. The ria was removed but 4 small metal pieces remained within the canal. These were removed with difficulty via long flexible laparoscopy graspers for two of them and wash and suction for the other two. Sufficient graft was available from what had been harvested. The procedure was completed successfully with a forty-one (41) minute delay. This report is for a ria 2 bone harvesting kit l520. This is report 1 of 2 for (B)(4).

Event description:
Additional event information the item was the plastic shaft of the ria ii assembly. Comes as part of the ria ii graft filter set as coded.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed. The product is not available to return. The customer is retaining the product. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.